Manufacturer narrative:
(B)(4). Date sent 12/18/2024 d4 batch #238d12 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be damaged. The damage to the pcb board is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 238d12, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9eu98 , and no non-conformances were identified.

Event description:
It was reported that during a left lower lobectomy the product fired on first vessel with no issue, tech took out old reload and put a new one in, but when going over second vessel to fire nothing happened. They flipped battery on back table and still no power generated. They placed the reload in a new device to complete the rest of the case without any patient harm.